Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure the stabber of the trocar was broken and the knife was appeared. The problem noticed prior to use. There was no patient involvement